Event description:
It was reported that impedance measurements were low following implantation (less than 50 ohms) on some combinations. Simulation was effective for pt; no pt injury.

Manufacturer narrative:
(B)(4).